Manufacturer narrative:
There is no evidence of a device malfunction. The partial blood loss is attributed to discontinuing the treatment due to the operator failing to close the saline clamps after administering a saline bolus. The user's guide contains adequate info regarding the administration of saline and performing rinseback. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
During a routine hemodialysis treatment the operator inadvertently left the clamps open after administering a saline bolus, causing the saline bag to empty into the cartridge. Treatment was discontinued with a partial rinseback performed, resulting in an estimated blood loss of 90cc. The pt's hb which is typically low decreased from 7.5 g/dl on (B)(4) 2011 to 7.0 g/dl on (B)(4) 2011. Epogen was increased from 15,000 units 3x/week to 20,000 units 3x/week. No other medical intervention was required.